Event description:
It was reported via repair work order that the power cord was missing the ground pin, the auxiliary cord sheathing was damaged with exposed inner insulated conductors, and the nurse call cable connector was damaged with the docker cable missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.